Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race:unk. Date of event: unk. Implant date: unk. Implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.50/+1.0/095 (sphere/cylinder/axis) in the patients left eye (os). At one year post-op, the lens was found to have rotated. The lens remained implanted. The surgeon does not plan to rotate or explant/exchange the lens. Patient is able to achieve 20/20 to 20/25 uncorrected distance va each eye. With an astigmatic correction in each eye; patient achieves 20/20. Patient is content with the visual outcome but sees better with additional astigmatic corrective lenses.